Event description:
Procedure type; sigmoid resection. Patient gender: unknown. According to the reporter: there were no abnormalities noted intra-operatively. One or two days post-operatively, the patient developed an anastomotic insufficiency. The patient was re-operated and it was noticed that the staple line was visible but the tissue beyond it was necrotic. A new anastomosis was created using another stapler of different type and the patient also received a temporary stoma. No bleeding or significant surgery delay in either case was reported. No further incident or patient details have been disclosed from the user facility. Procedure was sometime in 2008.